Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in the sleeve gastrectomy, the device jammed and did not fire completely. The surgeon was not able the squeeze the handle but was bale to press the green button. Replaced by a new device to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.